Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the aorta and left ventricle signals gradually decreased followed by an impella position unknown notice. Pump placement was checked and adjusted without resolution of waveforms. Motor current remained stable and unchanged, but flow has trended upward. There was no reported patient harm. The patient remains on support therefore the explant date is unknown.

Manufacturer narrative:
The investigation for the positioning issues has been completed. Data logs were reviewed and placement signal shift or slight declining trend observed with impella position unknown alarms. Slowly with ps declining trend, durability failure trend was found with placement signal drifting down until -70 mmhg and maxing out losing the placement monitoring. Psnr alarms were recorded during this failure. No impact to optical 5s parameters were found during this time. Psnr resolved with ps returning. The cause of the optical placement signal issue was most likely sensor silicone wear within design life.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. D6b updated. D10 concomitant medical products and therapy dates updated.